Manufacturer narrative:
The technician found the casters were worn and replaced the four caster stems and horns to repair the stretcher.

Event description:
Information received indicates the casters will hold in brake, but continue to swivel.